Event description:
Customer had been getting higher readings, so doctor increased insulin. The customer woke up and performed a blood glucose test and received a reading of 297mg/dl. The customer took 30 units of insulin. The customer tested at lunch and received a result of 288mg/dl. The customer retested and received a result of 556mg/dl. The cusotmer retested and received a result of 556mg/dl. The customer went to the emergency room 2 hours later. The hospital tested and received a result of 56mg/dl. No treatment was given. The customer was told to go home and eat. Lab result were also 56mg/dl. Controls were in range but values were not provided. A request was made for the return of the suspect device and replacements were sent.